Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system developed a multi-resistant bacterial infection additional information reported that the condition of the patient deteriorated therefore had to be hospitalized and eventually the patient was discharged. Additional information reported that a system explant was scheduled. The system was explanted. No further adverse effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system developed a multi-resistant bacterial infection additional information reported that the condition of the patient deteriorated therefore had to be hospitalized and eventually the patient was discharged. Additional information reported that a system explant was scheduled. The device remains in service. No further adverse effects were reported.